Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose (bg), with an initial value of 600 mg/dl and a current value of 209 mg/dl. The event involved product(s) mmt-332a, mmt-1884, mmt-397a. The customer was assisted by both pump and manual insulin injections. Troubleshooting was performed and the customer was using the insulin pump system and changes the infusion set every 2 to 3 days. The pump¿s time was found to be incorrect and was corrected during the call, as incorrect time can interfere with basal rates and bolus wizard settings. Both basal and bolus wizard settings were reviewed and confirmed to be accurate. No further patient complications were reported. Mmt-332a, mmt-1884, mmt-397a were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.